Event description:
It was reported that the user experienced elevated blood glucose, peaking at 250 mg/dl and measuring 170 mg/dl at the time of contact, and questioned why the ilet pump maintained higher glucose for an extended period after settings were adjusted earlier in the day. Symptoms included hyperglycemia. Outcomes included no hospitalization and completion of troubleshooting and education, with guidance that the system would reduce glucose gradually during the post-adjustment learning period. Investigation included user counseling and review of recent setting changes. Investigation of this case revealed no device malfunction was identified and the event was consistent with expected system behavior during algorithm adaptation after parameter changes. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with normal device learning dynamics following setting changes. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.